Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced uterine disorder ("uterus was grumpy"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the uterine disorder outcome was unknown. The reporter considered medical device removal and uterine disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate case of (B)(4) hence this case should be deleted from bayer data base. Reference section from retention case was transferred to this case. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced uterine disorder ("uterus was grumpy"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the uterine disorder outcome was unknown. The reporter considered medical device removal and uterine disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.